Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed.(B)(4)

Event description:
On (B)(6) 2015, it was reported that the pump was explanted. The explant date is unknown at this time.

Event description:
It was reported that the patient began to experience withdrawal symptoms on (B)(6) 2015. On (B)(6) 2015, an error message was displayed on the programmer during pump inquiry. The pump was stopped and when inquired again, another error message was displayed.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted on (B)(6) 2015.